Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The workstation connector and the x-ray tube were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would not perform fluoroscopy. No pt injury was reported.